Event description:
On june 6, 2021, the reporter for the lay user/patient (daughter) contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter was displaying error message 5. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the medical surveillance specialist (mss) reviewed the original call recording and called the reporter back. The reporter stated that the alleged issue began on the afternoon of (B)(6) 2021. The reporter advised that the patient manages her diabetes with non-adjusted insulin (specific type and usual dose not reported). The reporter stated that the patient was unable to take her medication as a result of being unable to obtain a blood glucose result on the subject meter. The reporter stated that ¿3 hours¿ after repeated failed attempts to obtain a result, the patient said, ¿mama I feel low¿ and developed symptoms of ¿weakness and unable to stand up¿. The reporter stated that she treated the patient with unspecified food and the patient felt better. The reporter was unable/unwilling to say if she obtained a blood glucose result on another device. At the time of troubleshooting, the cca established that the product was not being used for the first time. The error sub code was not confirmed. The cca was unable to walk through resolving the issue, as the reporter was unable/unwilling to answer these questions. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion in response to being unable to obtain a blood glucose reading, resulting in a potential delay in treatment. Additionally, the patient reportedly received medical intervention, administered by a third party.